Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was seen in the clinic due to dizzy spells. Device interrogation showed oversensing and lead impedance changes on the patient's rv pace/sense lead. An attempt to replace the lead was unsuccessful, so the existing pace/sense portion of the rv high voltage lead was reused and plugged into the pace/sense port of the device until the patient could be brought back to the ep lab for pace/sense lead replacement. Two months later, the rv pace/sense lead was replaced with a new pace/sense lead. No further patient complications have been reported as a result of this event.